Manufacturer narrative:
Evaluation results: it was observed that the shipping tube was returned open without the shrink seal or cap. Our evaluation found that the catheter balloon appeared ruptured and part of the latex was torn away from the central area. Further examination found that latex was visible under the windings.

Event description:
It was reported that during a repair of a femoral aneurysm, it was reported that the balloon burst inside of the patient's vessel. Reportedly, there were three devices from three different lot numbers reported; however, the hospital was unable to determine on which device the balloon burst. All three units are being reported. Please refer to medwatch numbers 6000002-2007-50300 and 6000002-2007-50310. Reportedly, there was a large amount of blood loss (1200cc) due to the extended time to find a working product and opening delay of tube packaging (shrink wrap). It was further reported that the patient's blood was reprocessed as a result of the blood loss. The patient was reported to be in stable condition.